Event description:
Information received by medtronic indicated that the customer received the error code of an error in the motor was detected by reading unexpected value from hall sensor alarm. It was stated that the pump was exposed to a high magnetic field. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the magnetic field exposure was x-ray. It was found that the customer was able to clear the error alarm successfully. The customer was able to complete the rewind as well. The pump passed the self-test. The customer will continue using the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.